Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the customer contacted support during a supply change because no insulin drops were observed after using approximately 94 units of insulin. It was confirmed that the cartridge and connector had been connected outside of the pump. The proper supply change process was reviewed, including rewinding the device, inserting the cartridge into the pump, and then connecting the connector to the pump to help avoid cartridge leak issues. Blood glucose levels were reported as not impacted. The customer planned to change supplies and to call back if further assistance was needed. Replacement supplies, including infusion sets, connectors, and cartridges, were arranged for shipment, and the customer expressed satisfaction with the assistance provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.